Event description:
The initial reporter received a questionable albumin result from one patient sample tested on the cobas 8000 c702 module. The initial result from line 2 was 118.1 with a data flag. The first repeat result from line 2 was 27.1. The second repeat result from line 3 was 34. The third repeat result from line 3 was 34.6. The unit of measurement was not provided.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation reviewed the 09-aug-2023 alarm trace and the customer¿s handling of patient samples; no issues were noted. The field service engineer (fse) inspected the module and checked for causes. The fse replaced the gear-pump head (gph) as it was approaching the maximum number of hours. He also replaced sample probes as they were noted to be bent. Product labeling states "daily maintenance of the c 701 and c 702 modules to clean the outside of the sample probes 1 open the rear cover of the module. 2 remove the plexiglass cover. 3 move the sample probes to an accessible position. 4 wipe the outside of each sample probe with a lint-free cloth moistened with alcohol: ¿ always wipe from top to bottom. ¿ hold the pipetter arm with one hand and wipe with the other. Do not place a lint-free cloth moistened with alcohol on the instrument surface as the finish may be damaged. 5 reattach and close all covers." The investigation determined the event was caused by insufficient service maintenance and operator maintenance. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.